Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral cutaneous contour deformity post procedure. There was rippling. As a result, bilateral prosthesis replacement with 445cc mentor memoryshape breast implants was performed on (B)(6) 2015. The replacement implants were reported in a separate event under 1645337-2022-04586 and 1645337-2022-04431. See 1645337-2022-05575 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on may 18, 2022. The impacted products are 350cc mentor memorygel breast implants. The lot and catalog numbers have been obtained. A manufacturing record evaluation was performed for the finished device 5598007 number, and no non-conformances were identified. The implant date was clarified. The device was implanted on (B)(6) 2006. Manufacturer¿s reference number: (B)(4).